Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose was impacted (400 mg/dl) with small ketones. Two days after the reported event, the customer's blood glucose levels were reported to be back to normal.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.